Event description:
This lead could not be placed in the target vessel, however, the physician was able to place this lead in an alternate vessel. The pt was reported to have diaphragmatic stimulation that cannot be programmed around. The pt will have this lead replaced with a smaller competitive lead in the future. The date of the surgery is unk at this time. Should add'l info become available, this file will be updated.